Event description:
Atrial undersensing noted on the episode egms. 1 undersensed ventricular beat noted on episode 2551." Leads manufactured by boston scientific. Case: (B)(4) / (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).